Event description:
A customer observed discrepant results on multiple patient samples for anti hbc igm between different analyzers. Biased results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.